Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was unknown. The customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. The customer was advised to fully charge the xmtr which may take up to 2 hours if the battery is fully depleted. The insulin pump will be returned for analysis.